Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, b5, h6: impact code have been updated.

Event description:
As reported by our edwards lifesciences japanese affiliate, the patient underwent a transfemoral (tf) transcatheter aortic valve replacement (tavr) and received a 20 mm sapien 3 ultra resilia (s3ur) valve. The degree of calcification of the native valve was moderate-severe, the size of annular area was 323.7 mm2, the sinotubular junction (stj) diameter was 22.6 mm, the sinuses of valsalva (sov) diameter was 23.3 mm. The valve was deployed with nominal volume and landed about 90:10 aortic/ventricular position as intended. The degree of paravalvular leak (pvl) at the end of the procedure was mild. After the tavr (exact date unknown), it was observed that hemoglobin decreased to the 6s g/dl. At that time, degree of the pvl was the same as right after the tavr or slightly increased. Therefore, blood transfusion (4 units of rbc) was performed, and the anemia gradually improved. Per doctor's opinion, since there was no other possible factor, it was considered that the pvl caused the hemolytic anemia. Per follow-up, although the patient was discharged once, the patient was admitted to the hospital again since hemoglobin decreased to the 6s g/dl again. Blood transfusion and post dilation are under consideration. Additional information was received that post dilation was performed.

Event description:
As reported by our edwards lifesciences japanese affiliate, the patient underwent a transfemoral (tf) transcatheter aortic valve replacement (tavr) and received a 20 mm sapien 3 ultra resilia (s3ur) valve. The degree of calcification of the native valve was moderate-severe, the size of annular area was 323.7 mm2, the sinotubular junction (stj) diameter was 22.6 mm, the sinuses of valsalva (sov) diameter was 23.3 mm. The valve was deployed with nominal volume and landed about 90:10 aortic/ventricular position as intended. The degree of paravalvular leak (pvl) at the end of the procedure was mild. After the tavr (exact date unknown), it was observed that hemoglobin decreased to the 6s g/dl. At that time, degree of the pvl was the same as right after the tavr or slightly increased. Therefore, blood transfusion (4 units of rbc) was performed, and the anemia gradually improved. Per doctor's opinion, since there was no other possible factor, it was considered that the pvl caused the hemolytic anemia. Per follow-up, although the patient was discharged once, the patient was admitted to the hospital again since hemoglobin decreased to the 6s g/dl again. Blood transfusion and post dilation are under consideration.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the pvl is unknown but may be related to the moderate to severe calcification of the native valve or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.